Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implant using a 10f amplatzer trevisio delivery system. During implant, heavy bulging of the left atrial side was observed, showing that the device deformed with a bulbous shape. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and exchanged for a new 25-18mm amplatzer talisman pfo occluder, which was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity during deployment was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. Information from field indicated that there were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The correct size delivery system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.